Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced prolonged hyperglycemia after a meal despite announcing the meal, with blood glucose rising overnight and peaking at 374 mg/dl; the user changed to a new infusion set shortly before contacting support, and replacement infusion sets were shipped. Symptoms included slight dizziness, and nausea. Outcomes included a reported impact on blood glucose control over approximately 14.5 hours without the use of backup therapy or medical intervention. Investigation included customer interview, troubleshooting, and review of device use, with no alarms reported and no visible insulin leakage; infusion set performance issues were suspected but not confirmed. Investigation of this case revealed an undetermined cause of hyperglycemia. It was concluded that the cause could not be determined. User education and replacement supplies were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.